Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a remote follow up, fusion, pacemaker mediated tachycardia resulting in loss of pacing were noted on the device. No intervention has been performed. The patient was stable.